Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on november 15, 2018: hip revision surgery occurred 4 years after primary cementless total hip arthroplasty in a (B)(6) man. Pre-revision image provided shows a single MRI section where limited contact between bone and implant surface is visible. Signs of stress shielding are also evident. Aseptic loosening is a possible literature described adverse event after cementless total hip replacement and causes are often unknown. The reason of this failure cannot be determined. Visual inspection performed by r&d product manager on november 21, 2018: visual inspection shows a situation in line with revision cause (distal mobilization diagnosis). Hydroxyapatite layer in the distal part has been absorbed while on the rest of the femoral stem is still visible. Batch review performed on november 22, 2018: lot 144489: (B)(4) items manufactured and released on 10 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to amistem h loosening 3 years and 11 months after primary surgery.